Event description:
It was reported that frequent episodes of undersensing were observed on the implantable cardiac monitor (icm) via remote monitoring. Programming changes were recommended. The icm was being monitored. The patient was stable.